Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance for about a year. It was noted that the physician has known about the high impedance for a while and has been monitoring the impedance. Technical services (ts) advised the consequences of having an out of range impedance and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.